Event description:
The hospital reported that the syringe split when pressured to clear a catheter filled with blood. This is a normal procedure. The syringe had a hairline fracture in the side and blood spurted into the face of the provider.

Manufacturer narrative:
Describe event or problem: the hospital reported that the syringe split when pressured to clear a catheter filled with blood. This is a normal procedure. The syringe had a hairline fracture in the side and blood spurted into the face of the provider. Deroyal: the defective raw material number in this 89-7447 angiography pack is 5-20055 syringe 10cc luer lock ((B)(4)). Investigation into the root cause is still in process.